Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the manual prime process. The patient's blood glucose at the time of incident was 270 mg/dl. Troubleshooting was initiated for the prime and rewind issues. The customer confirmed that the pump had not been bumped, dropped, or exposed to moisture, and that the drive support cap was undamaged. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.